Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the infusion sent and cartridge, continuing to use the pump for insulin therapy.